Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient wanted their implantable cardioverter defibrillator (ICD) programed to minimal therapies as they have received inappropriate shocks in the past. The device remains in use. No further patient complications have been reported as a result of this event.